Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 3 screws with unknown part and lot numbers. (B)(6). No sample was returned for evaluation. The lot number is unknown therefore, a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
The tread part of the connecting screw broke off in the blade. Complication after reposition. Achilles tendon avulsion. This is 1 of 1 report for complaint (B)(4). This report is for an unknown screw.